Event description:
Nurse noted that patient's feeding rate to be set at 300. Order was for rate of 25cc/hr. Pump rate reset to correct rate and approx 4 hours later, nurse noted the rate was again running at 300cc/hr. Resident noted to have increased gastric residuals with emesis. Pump was removed from service.